Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to feel their legs after being implanted. To address the issue, the physician explanted the system on (B)(6) 2020. Follow up from (B)(6) 2020 indicated the patient still was unable to move her legs and was going to start physical therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient is paralyzed from the waist down.

Manufacturer narrative:
Correction: h6 patient code should have been 1997 rather than 2415 and 1967.

Event description:
Follow up information identified the patient continues to not be able to feel or move her legs.